Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 492 mg/dl and a 16 mg/dl ketone level. Cause was not known; however, the customer reported "endless champagne bubbles" during the cartridge air removal step. The customer's mother administered insulin via a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.